Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that his wife experienced hyperglycemia. The customer's blood glucose at the time of the event was 510 mg/dl. No symptoms were reported at the time of the incident. It was stated the customer forgot to turn the pump on. The customer reported not using the insulin pump within 48 hours of the event. Troubleshooting for the high blood glucose was provided. No products will return for analysis. Use of the auto mode feature was not provided.